Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture. The following things may cause implants to rupture: damage by surgical instruments, stressing the implant during implantation and weakening it.

Event description:
Healthcare professional reported "prosthesis rupture during implantation." Surgery was completed with a back-up device. It is unknown if silicone gel came into contact with the patient.